Event description:
A caller reported a cgm error 42 with the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset instructions and assisted the caller through the pump reset process. After the reset, the pump no longer displayed the cgm error code. The caller planned to start the sensor session independently once with the customer.